Event description:
A 7mm amplatzer septal occluder ("aso") was then deployed in the patient; however, the aso slipped off the aorta and embolized. The aso was snared and an ado was attempted, however, was not stable in the defect, so the patient was referred to surgery. Further information received from the implanting physician indicated that the embolization was technical/procedural related, not due to the aso. The aso was utilized to occlude a short, wide aortopulmonary collateral, however, the aso could not extend into the pulmonary artery due to stenosis in the area. An amplatzer duct occluder was also attempted; however, the geometry was not correct for the patient.

Manufacturer narrative:
The aso was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.